Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection and leak between the supply line and supply bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was revealed that the supply line had disconnected from the supply bag and leaked. The tsr assisted the patient with opening the door to remove the cassette and advised the patient to start over with all new supplies. The patient felt that the patient stated the connections were secure and tight when setting up and did not have difficulty making the connections. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.